Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a fatal error and an unexpected data error occurred. The system displayed failed to open and station offline. The customer attempted to reboot the station; however, the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fatal error and a keyboard issue. A field service engineer informed that the technical support team dialed into the station and identified that the station database was in a suspect state. Standard remediation steps were followed, including stopping synchronization services, scanning for database corruption, and preparing the database for repair. Required backups of the database, application files, and logs were completed, and synchronization status was verified with no errors found. During the repair process, issues were observed due to the database not remaining in single user mode, as the station was actively being used. The repair query remained running for an extended period and was repeatedly interrupted. Attempts were made to contact the user to confirm an approved downtime window; however, the user was unreachable, and confirmation of downtime availability could not be obtained and found that the keyboard was stopped working. Replaced faulty keyboard to resolve the issue. The system functioned as intended after both the field service engineer and technical support specialist troubleshot the issue.